Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: a lens work order search was performed. No similar complaint was found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -7.50/5.0/02 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Patient experienced refractive surprise. The lens was repositioned on (B)(6) 2021 due to a minor rotation. It was reported that the repositioning did not resolve the problem. The lens was removed and on (B)(6) 2021 a replacement lens of different power was implanted, patient is in excellent condition and satisfied. Cause of event was reported to be user error, lens power was not calculated correctly. It was reported that the device did not fail to perform as intended.